Event description:
As reported by the user facility: set cracked at area of upper y-site and backcheck valve, one piece. Tubing got caught on pole. Chemo spill occurred. Additional information provided by the user facility indicated the pt was walking around his room and apparently wound the tubing around the IV pole and the bed. When he exerted some tension, (pulled) on the tubing the backcheck valve, which is right at the y-site, got caught on the IV pump and snapped in half, breaking off at the insertion point of the low pressure check valve into the ultrasite valve. No one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was not returned for evaluation. A rep sample was returned, the rep sample was inspected for any mfg defects, cracks or damage. No mfg defects were noted. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. There have been no other incidents of this nature reported against the reported part.